Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication and the reposition antenna screen was seen on the implantable neurostimulator recharger (insr). The patient tried to charge the implant but was not able to. A hcp appointment was scheduled for a manufacturer representative to be there. The last charge session was ¿last week or the week before that.¿ the poor communication screen was seen on the patient programmer and the patient programmer was not able to communicate with the implantable neurostimulator (ins) either. The inability to charge started on (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.